Event description:
It was reported that the patient presented with inappropriate shock exhibited on the implantable cardioverter defibrillator. It was determined that the cause to be incorrect interpretation of signal. No intervention was performed. There were no patient consequences.